Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 580 mg/dl. Reportedly the pump was not delivering insulin as intended. Reportedly, customer addressed their bg with a manual injection and was treated with intravenous fluids of saline and insulin in the ER. Reportedly, customer left the ER 10 hours later with the issue resolved and no permanent damage. It was also reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques. The customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.